Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine date of manufacture from reported lot number.

Event description:
Patient implanted with cannulated trochanteric fixation nail for a proximal left femur fracture. Follow up x-rays showed the nail to be broken. Nail was removed (B)(6) 2010 and patient revised to another intramedullary device. Reportedly, patient is obese and ambulated early.